Event description:
It was reported that the threaded rod broke. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. The investigation carried out revealed that the thread rod m10 was broken in the area of the threads at the front. The examination with the manufacturer and material documents revealed that the synex-spreader was manufactured according to the specifications in (B)(4) 2009. The exact packaging/label was contaminated. The exact cause which led to the damage could not be determined. A material or manufacturing defect is excluded. The contested item was manufactured according to the specifications. There is no product defect.